Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high pacing impedances and noise oversensing causing pacing inhibition. Prior to procedure, the patient experienced syncope due to the pacing inhibition. The reported lead was explanted and replaced on (B)(6) 2023. The patient is recovering from procedure.